Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood was present in/on the helix mechanism, and the lead was stretched.

Event description:
It was reported that the atrial lead had a high threshold and low p-waves. It was noted that the patient had recently had an rv lead extracted and that the md thought the atrial lead may have moved during the extraction. The atrial lead was replaced. No further patient complications reported as a result of this event.